Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer's blood glucose was 500 mg/dl. Device did not delivery insulin. Customer changed the site and was treated with insulin injection. Customer's blood glucose dropped to 278 mg/dl and threshold suspend was triggered. Customer declined troubleshooting for high and low blood glucose. Customer was advised to monitor the device. Customer will not be returning the device for analysis.